Manufacturer narrative:
Concomitant medical products: c4tr01 crt-p implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) included episodes with invalid data. It was noted that the right ventricular (rv) lead had a high threshold measurement and was possible oversensing and under-sensing. It was also noted that the right atrial (ra) lead had under-sensing atrial beats which falsely classified an atrial arrhythmia as termination. Follow up yielded no information. The device and leads remain in use. No patient complications have been reported as a result of this event.